Event description:
The customer reported the collimator closed down without command. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation of the hv cable and collimator revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.